Event description:
This pt's device was explainted on date of event due to six faulty electrodes. A new device was reimplanted on the same day. Co was not notified prior to receiving the device for analysis.